Event description:
A customer contacted beckman coulter regarding a possible low digoxin (dign) result that was generated by the synchron cx5 delts. A patient sample was tested for dign. The sample tested was undiluted and the result was 0.3 mg/dl. The customer indicated that they routinely follow the procedure. Recommended in the dign chemistry information manual. The customer will test a mixture of equal volumes of the patient sample and a known material. Based on a formula, the lab confirmed the correct result to be 0.3 mg/dl. Later that day, the physician questioned the 0.3 mg/dl result. The sample was sent to two different labs for confirmation. Lab a was using an abbott axsym instrument and obtained a dign result of 1.9 mg/dl. Lab b was using a roche integra instrument and obtained a dign result of 1.8 mg/dl. The laboratory supervisor does not know whether patient treatment was altered due to the erroneous dign result.